Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.50/+1.5/094 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting and lens rotation. The lens was replaced with a longer lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
Corrected data: d4: unique identifier number (B)(4). Additional information: d9: device available for evaluation: yes: date returned- (B)(6) 2022. Claim # (B)(4).